Manufacturer narrative:
Company rep evaluated the sys. Corrections included reloading of the system's software. System was safety tested to factory specifications.

Event description:
Customer reported the panorama telemetry system shut down, which may have resulted in loss of telemetry monitoring. No pt injury was reported.